Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately compared to a laboratory device. The patient alleged the subject meter read "60-70 mg/dl higher;" however, specific results were not provided. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on june 11, 2013 with the following findings: the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was noted where the apply sample message was observed during control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.